Event description:
It was reported that low atrial lead impedance was detected. The pace polarity was reprogrammed to unipolar and the other parameters were unchanged. Pace polarity in unipolar showed improved impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.